Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate" was not reproduced. The device was sent to flow accuracy testing, and the device passed the event history log (ehl) review was performed. An event occurrence date was not provided; however the last day of customer use revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The pump alarmed "downstream occlusion!" During the first infusion, and the infusion was auto-restarted. The user stopped the infusion, cleared the program, and reloaded the set. The user programmed the second infusion at the same parameters. The user stopped the infusion shortly after starting it. No further conclusions could be drawn from the ehl review at this time. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.